Manufacturer narrative:
Device analysis: an allegation of fluid loss and tubing cut was reported. The ams700 ms pump and ipp cylinders were visually inspected and functionally tested. Both cylinders had leaks in cylinder body as well as broken fabric threads and a hole in their outer tubes attributed to wear at fold. A hole was identified in the pump-cylinder krt tubing. The pump passed functional testing. Product analysis confirmed the reported events.

Event description:
It was reported that the patient underwent a revision procedure due to the device not malfunctioning with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted; the reservoir was not explanted due to severe encapsulation. A new ipp cylinder, pump, and reservoir was implanted. During the revision procedure the physician observed the tubing was cut resulting in fluid loss.

Event description:
It was reported that the patient underwent a revision procedure due to the device not malfunctioning with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted; the reservoir was not explanted due to severe encapsulation. A new ipp cylinder, pump, and reservoir was implanted. During the revision procedure the physician observed the tubing was cut resulting in fluid loss.

Manufacturer narrative:
Combination product? - corrected. Both cylinders were visually inspected and leaks were detected in the cylinder body. Both cylinders had broken fabric threads and a hole in their outer tubes attributed to wear at fold. The momentary squeeze pump was visually and functionally tested. The pump passed functional testing but a hole was identified in the pump-cylinder kink resistant tubing. The reported issue was confirmed. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.